Event description:
Emergency medical technician's attended to an 81 year old male diagnosed as cyanotic, pulseless and apneic. The pt had a down time of approx 7 minutes. Defibrillation electrodes were attached to the pt. The monitor allegedly displayed a flat electrocardiogram trace that was inconsistent with the pt's condition. The operator removed and reattached the electrodes with no change in the displayed electrocardiogram trace. Three automated electrocardiogram analyses were performed with no shock advised each time. When the pt was delivered to the hospital, ventricular fibrillation was disagnosed using the monitor in the emergency room. Shocks were administered using the same defibrillation electrodes. The pt was not resuscitated. The rptr was unsure if the alleged malfunction may have caused or contributed to the pt's death.